Manufacturer narrative:
(B)(4). Additional concomitant medical products: unknown nexgen articular surface, catalog#: unknown lot#: unknown; unknown nexgen femoral, catalog#: unknown lot#: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-00281, 0001822565-2018-00282. Remains implanted.

Event description:
It was reported that the patient will undergo a revision surgery to address loosening of the polyethylene insert. It was also reported that the screw had broken previously, with only a few strands in the hole. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Upon completion of instigation it has been determined that the reported device did not cause or contribute to the event. The event is being reported on 0001822565-2018-00282.

Manufacturer narrative:
Medical product- nexgen articular surface, catalog # 00596403220, lot # 63112899. The follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends